Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient stated that they had shortness of breath the patient was treated with IV (intravenous) fluids, insulin drip, then transitioned to insulin injections and received lantus. The patient was still in the hospital. The pod was not worn when seeking medical attention.